Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (alarm19) occurred while loading multiple cartridges. Customer reverted to using manual injections for insulin therapy. Blood glucose was 199 mg/dl.